Event description:
It was reported that the device went to elective replacement indicator prematurely. The patient went into cardiac arrest and is currently hospitalized for a systemic infection. It was also noted that the device was programmed to consume power at a much higher rate than normal. A device changeout is planned. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4) - we did receive performance data collected from the device and have analyzed the data. Battery depletion indicated. Elective replacement indicator (eri) on (B)(6) 2012.

Manufacturer narrative:
Product event summary: (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.